Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. The guide wire was also returned. Visual examination did not reveal any damage to either component. However, there was adhered dried biological material (blood) on the driveshaft, crown, and guide wire. This material did not hinder the guide wire from passing through the oad driveshaft and is not considered a contributing factor to the reported complaint event. The oad functioned as intended when tested. At the conclusion of the device analysis investigation, the reported perforation could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation is a possible adverse event that can occur with use of the system. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a calcified lesion in the mid right coronary artery. Glideassist was used to advance the oad into the area of interest. Three treatments were administered on low speed. No issues were encountered during use of the oad. Imaging taken following the third treatment indicated a perforation. Three covered stents were deployed to successfully resolve the perforation. The patient was stable following the procedure and was well the following day.